Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 8/aug/2023, the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support requesting assistance terminating the patient¿s ccpd treatment. The poc stated the patient was being taken to the hospital for breathing issues. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was transported to the emergency room on (B)(6) 2023 due to increasing dyspnea. The patient was admitted for testing and radiological studies diagnosed the patient with pneumonia (community acquired). The patient was treated with antibiotics and was discharged on (B)(6) 2023. The patient continued to undergo ccpd therapy while hospitalized without reported issue. Per the pdrn, the patient¿s dyspnea has resolved, and she is recovering from the events. Additionally, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Following discharge, the patient resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
On 8/aug/2023, the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support requesting assistance terminating the patient¿s ccpd treatment. The poc stated the patient was being taken to the hospital for breathing issues. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was transported to the emergency room on (B)(6) 2023 due to increasing dyspnea. The patient was admitted for testing and radiological studies diagnosed the patient with pneumonia (community acquired). The patient was treated with antibiotics and was discharged on (B)(6) 2023. The patient continued to undergo ccpd therapy while hospitalized without reported issue. Per the pdrn, the patient¿s dyspnea has resolved, and she is recovering from the events. Additionally, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Following discharge, the patient resumed utilizing the same liberty select cycler as before.